Event description:
There was no patient involved in this event. The device was heard beeping pad-pak lot j0759, expiry 09/2024.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 5th september 2019. Upon receipt, multiple low battery fails were confirmed in the history log between the (B)(6) 2020. This was attributed to a failing fuse on the returned pad-pak, which led to a high resistance across the battery pack and the subsequent low battery fails. Upon disassembling of the pad-pak the fuse became open circuit, indicating that the fuse had failed entirely and was no longer capable of powering on a device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. The device was heard beeping pad-pak lot j0759 expiry 09/2024.